Event description:
It was reported that during a follow-up appointment, it was identified that a patient who had been taking anti-thrombotic medication and was treated with a water vapor therapy procedure, had a post-operative cerebral infarction, after a medication withdrawal. The physician did not consider that the event had a causal relationship with the treatment. No further information about the patient and procedure outcome are available.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event could not be confirmed, as the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical event of cerebral vascular accident (cva) could not be confirmed as known inherent risk. According to the analysis performed, it was considered that the cva was not related to the device, as the physician mentioned that he did not think that the device or procedure were related to the clinical event reported. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a follow-up appointment, it was identified that a patient who had been taking anti-thrombotic medication and was treated with a water vapor therapy procedure, had a post-operative cerebral infarction, after a medication withdrawal. The physician did not consider that the event had a causal relationship with the treatment. No further information about the patient and procedure outcome are available.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that during a follow-up appointment, it was identified that a patient who had been taking anti-thrombotic medication and was treated with a water vapor therapy procedure, had a post-operative cerebral infarction, after a medication withdrawal. The physician did not consider that the event had a causal relationship with the treatment. No further information about the patient and procedure outcome are available.